Manufacturer narrative:
Due to character limit in block e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the cardiosave intra-aortic balloon pump (iabp), a black spot appeared in the lower right corner of the display screen. An onsite inspection conducted by the equipment department engineer confirmed that there was no evidence of any impact or physical damage to the screen. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. Due to character limit in block e1 event site address: (B)(6). The local biomed completed the repair. No further information has been provided. If any applicable information is provided, the investigation will be reopened and processed accordingly.

Event description:
N/a.